Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter alleged that all the keypad buttons were found to be intermittently unresponsive. It was also noted that there was moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 11/11/2013-device evaluation: the pump has been returned and evaluated by product analysis on 10/29/2013 with the following findings:no damage was observed to the pump keypad cover. During testing, the up arrow, down arrow, and ok keypad buttons were unresponsive; the contrast keypad button responded properly. The keypad cover was removed and contamination was found under the contrast and down arrow key contacts. Moisture was observed behind the display lens. A leak test was performed and a case seal leak was found. The pump case was opened and moisture was observed throughout the pump case and on the bolus button pins. (B)(4).